Event description:
Patient reported experiencing elevated blood glucose and testing positive for ketones. Patient stated he had been admitted to the hospital for this reason. Pt indicated that while in the hospital, he was treated for three infections. Pt indicated that he did not believe the device was delivering insulin appropriately.